Event description:
Additional information received from the company representative reported the cause of the high impedances was not determined at the (B)(6) 2015 appointment. The left arm tightness had almost completely resolved with the bipolar settings but he had a few brief moments of the same sensation. The impedance issues were not resolved. No action or interventions had been taken other than an x-ray which was concluded by the radiologist to not show a break or disconnected wire. The next step would likely be troubleshooting at the next ins replacement case. No date had been scheduled for that yet.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative and a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient had left arm muscular tightness when he turns his head to the right and left. The doctor would be addressing the new symptoms with the patient at their appointment on the day of report. No shocking and no weird stimulation was reported. Impedance measurements were taken and there was no trauma/fall related to the incident. The therapy impedance was high and the left therapy impedance was 892 ohms. The patient was receiving intended therapeutic benefit. The right ins showed 0<(>&<)>3 at 9,429 ohms when tested at 1.5v. When 0 <(>&<)>3 was tested at 3v it showed 7,720 ohms. When the patient turned their head to the right at 3v it was 9,485 ohms and when they turned their head to the left at 3v it was 6,475 ohms. It was further reported the cause of the high impedances had not been determined yet. The high impedances and left arm muscular tightness had not been resolved. The patient was given the ability to turn down their stimulation on (B)(6) 2015. The patient was going to take note of when the tightness would come and go. The patient would be seen again on (B)(6) 2015 and the option to change the settings to bipolar would be assessed.